Manufacturer narrative:
Product event summary: analysis confirmed the reported event; error occurred during boot up of the programmer due to the mpu (main processor unit) printed circuit board assembly (component failure, cause unknown). Analysis also found the stylus was not working. Plastic spacer, left keyboard hinge, and right bullets assembly were broken. It was noted error found in the programmer software history.

Event description:
It was reported the programmer no longer worked. It was further reported the programmer was not able to start. An error screen was displayed. The programmer was returned to the manufacturer for complete overhaul, analyzed and tested out of specification. There was no patient involvement.